Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the sampling line seemed like it was not connected properly, and the bonding did not look secure. There was no patient involvement as this occurred during setup. Product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).